Event description:
It was reported that patient never had therapeutic effect. The patient stated that he had urine pouring out all the time, even since his first implant in 2009 and noted that the device was replaced. The patient had cancer prior to implant in 2007, but since then his sphincter valve was bad. The patient wanted to know if stimulation would help the valve to close. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v235411, implanted: (B)(6) 2009, product type lead. (B)(4).